Event description:
It was reported that the patient had passed away while connected to the ventilator. The patient¿s mother stated that she had forgotten to plug the ventilator in when she put the patient to bed. In the morning, the patient¿s mother had found the ventilator was off, unplugged, and there was no audible alarm. The patient had passed away. The patient had a pulse oximeter and had oxygen that could be used with the ventilator but they were not connected to the patient when the event occurred. The patient was being treated for an upper airway infection.